Manufacturer narrative:
Method codes: 3331 was mistakenly omitted from the initial report submitted (B)(6) 2018. A field service engineer was dispatched to the customer site. The oil mist filter housing was adjusted to resolve the oil leak issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the fluid leak / spill issue, and system risk analysis (sra). Trending analysis of the odor/haze/mist/vapor/smoke and fluid leak / spill issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the fluid leak / spill issue is the oil mist filter housing. The field service engineer adjusted the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "oil mist" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The affiliate confirmed there was no report of any odor/smell/smoke or haze. The customer reported only of an oil leak with their sterrad sterilizer. The issue has not yet been resolved. (B)(4).